Event description:
It was reported that pump screen was dark and would not turn on even though pump had been at 85% charge and had not shown any alerts or alarms beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer, guided by technical support, tried multiple steps including removing pump from case, pressing button firmly, plugging into known working power source, and waiting for startup sequence while red light blinked, but display did not turn on, so pump was confirmed in warranty and scheduled for replacement, customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode and return it using prepaid label, and acknowledged need to reenter pump settings and reconnect continuous glucose monitor on replacement pump.